Manufacturer narrative:
H10: three new list# ch3581, oncology kit w/spinning spiros®, c-clip, red cap (lot# 3396231) and one (1) alaris set were received and visually inspected. No damage or anomalies were seen on the three (3) new spiros devices. No damage or anomalies on the male luer of the alaris set. No c-clip had been attached to the alaris as received. All returned spiros were functionally tested and met product performance specifications. The luers of all the returned devices were measured and found to meet iso standards. No leaks or disconnections occurred during functional testing. Without the return of any used devices, the reported complaint of a disconnection resulting in leakage could not be confirmed or replicated. A device history review (DHR) lot# 3396231 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received. The investigation is not yet complete.

Event description:
The event involved an oncology kit w/spinning spiros, c-clip, red cap that disconnected from the bd pump set during infusion of vincristine and nelarabine resulting in a leak of medication. The exact location of the disconnection is the male luer of the bd/carefusion set connection to the female luer connection of the spiros. The event occurred before connection to the patient. The medication came into contact with the patient or health care provider. The chemotherapy spill was cleaned per facility protocol. There was no blood loss or bleed back. The spiros was replaced and the drug resumed. There was patient involvement but no report of adverse event.